Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a loose connection between the main blower cable and the main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: case-(B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf147) related to the main blower. There was no harm or injury reported as a result of the event.

Manufacturer narrative:
The astral device was returned to a third-party service center. Evaluation confirmed the reported complaint. The device was returned to resmed for an engineering investigation. The investigation results and conclusion are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).